Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had crack coming off of the screen. The customer stated that the off of the screen, on the front top right corner angles above where the arrow buttons. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners and cracked lcd window. Pump received with intermittent button response due to flattened up and down button dome switch. No unlocked lcd keypad connector.